Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2011 to report that patient experienced a failed sensor six days after insertion. Upon removing the sensor, she noticed that sensor wire looked shorter than normal. She reported that there was no sensor wire protruding from patient's skin. Patient appeared to have a lump at the insertion site, but the site was not red and did not appeared to be infected. Patient experienced slight discomfort and soreness at the sensor insertion site. No medical intervention required, but patient's mother consulted patient's endocrinologist for advice. Patient was fine at the time of her mother's call to dexcom technical support.